Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: restenosis requiring medical intervention to prevent permanent impairment/damage. Device issue: none. The following was noted during article review. The one duet stent had 50% restenosis; therefore, treatment was performed with a balloon catheter and in some cases an additional stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering conclusion is restenosis as listed in the IFU is a known adverse event associated with coronary stenting. It is also mentioned in the IFU that the duet is an indication for improving coronary luminal diameter in patients with symptomatic ischemic heart disease and for restoring coronary flow in patients experiencing acute myocardial infarction. As the incident information was documented from an article, and a follow-up to the author of the article did not yield additional information, a conclusive root cause for the reported patient effect and the relationship to the device, if any, cannot be determined. However, there was no reported device failure or malfunction.